Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the clinician observed that a wire had become dislodged from the electrode pad. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was visually observed; however; it could not be determined as to why the self-test wire did not detach itself from the electrode pad. The electrodes assembly were inspected and were found to be within specification. A visual inspection of the electrodes did find an indent and a rip on the foam at the top left corner of the electrodes, however, it cannot confirm if the rip was caused by removing the electrodes from the styrene liner or the patient. It is noteworthy to mention that releasing the pads from the styrene liner and not pulling from the red tab can cause the self-test wire to remain intact to the pad. The electrode pads were scrapped. Analysis for reports of this type has not identified an increase in trend.